Manufacturer narrative:
An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a surgical instrument set, that included a screwdriver with a broken tip, was returned to integra for inspection. It was determined that the instrument set was last used for a revision surgery at an outpatient surgery center on (B)(6), 2011. It was reported that there was no adverse outcome for the pt. The broken fragment was not available for return for eval. Integra has requested add'l clinical info regarding the indication for the revision surgery.